Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during advancement of the balance middleweight (bmw) guide wire, resistance was noted due to the anatomy. As the guide wire was withdrawn, with no resistance noted, the guide wire separated. The separation was outside the patient anatomy; therefore was easily removed. A new bmw guide wire was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and dimensional inspections were performed on the returned device. The reported separation was confirmed although difficult to advance could not be replicated in a testing environment as it was based on operational circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.